Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that he received an 02 (low battery) alarm. He stated that he also received a blood glucose reading of 500 mg/dl. The pt reported that his normal blood glucose reading is 110 mg/dl. The pt reported that he changed the power pack in his infusion device and administered insulin injections to bring down his elevated blood glucose value. The pt did not require medical attention from a healthcare professional or second party to address the issue. No product will be returned for evaluation.